Event description:
The facility reported an infusion pump iwth a failure code 570. Info was not provided regarding whether or not the device was in pt use when the event occurred. The hosp rep did not have info regarding reports of any pt incident involving this pump since the last baxter svc event. Though requested by baxter, no additional info was provided regarding pt's demographics, medication involved, or device programming. No contact info was available.